Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. During each occurrence, a supply change was performed and insulin delivery was resumed. Reportedly, the customer experienced an elevated blood glucose (bg) level of 576 (mg/dl) with high traces of ketones, which was addressed by administering a manual injection.